Event description:
It was reported that there is "blood leakage along catheter at puncture site, due to hole in catheter". X-ray shows leakage about 3-4cm in tunnel. In 2001, thrombosis removed with guidewire. Catheter can not be removed without risk and will be left in place for the time being.